Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing pocket stimulation with left ventricular (lv) pacing. The lead was revised, and visible insulation breaks were noted in the lead insulation. The lead remains in use. No further patient complications have been reported as a result of this event.